Manufacturer narrative:
The device was not returned to the manufacturer. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It is reported that the universal modular electric/battery double trigger handpiece, serial number (B)(4), keeps working after releasing the triggers. The event did not happen during surgery. There was no impact on patient or delay reported.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that the problem couldn't be reproduced and that the handpiece was functional. The trigger/controller boards wire was replaced for update. The reported defect "there is a switch malfunction because it doesn't switch off " was not confirmed. The product was returned to the customer.